Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading was 379 mg/dl. No significant events leading to the alarm were observed. Alarms occur frequently, and customer declined to troubleshoot. Product is not expected to return.